Event description:
Reporter alleged the customer obtained a result of 566 mg/dl on aviva system 1 compared back to back with a result of 166 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated the customer took insulin based on the 166 mg/dl result. Reporter alleged that on a different day, the customer obtained a result of 238 mg/dl on aviva system 1 compared back to back with a result of 108 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated the customer took insulin based on the 238 mg/dl result. Reporter alleged that thirty minutes later, the customer obtained the results of 10 mg/dl and 110 mg/dl on aviva system 1 back to back within 10 minutes. Reporter stated the customer drank orange juice to feel better. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.